Event description:
Falsely depressed inr results were reported on multiple patients. The errors were discovered when the customer failed an api proficiency survey. Results were reported to the physicians. Samples were repeated and much higher inr results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed inr.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed inr was user error. The isi used in the calculation of the inr was incorrectly entered into the instrument. The isi used was 1.21 but the correct isi was 2.03.